Event description:
Pt underwent a bilateral sagittal split osteotomy on (B)(6) 2012. The plate broke postoperatively and pt experienced an anterior open bite as a result of the plate breakage. The plates were removed and replaced on (B)(6) 2012. At the time of the revision procedure, the surgeon noted there was "no bone infection, no loose bone, no incorrect bone fractures and no signs of plate or screw fatigue and pt is in good health". This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The mfg documents were review and no complaint related issues were found.